Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed solenoid failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "xdcr fault", "vent inop", and "motor fault" immediately upon start up. The customer reported that there was no patient involvement.